Manufacturer narrative:
Although it is unknown if the devices led to the event, we are filing this report for notification purposes. Following devices were involved: part# lot# upn 2968855 ys80 (B)(4); 2968255 zf28 (B)(4); 2968255 h5245628 (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure used: oblique lumbar interbody fusion (olif) at l2/3, l3/4, l4 /5 and posterior fusion it was reported that the patient underwent an olif surgery. Post-op, infection at l4/5 was observed. Patient underwent a revision surgery for removal of cage. All three cages were removed.